Event description:
It was reported by the rep that the (2) 511nt, (2) 512nt and the (2) ms512 were used during a laparoscopic gastric bypass procedure. It was reported that the trocar seals tore on the 511 and 512 and on the reducer cap ms512. New trocars were opened and there was no pt consequence.